Manufacturer narrative:
(B)(4). Concomitant medical product: rh articular surface, catalog #: 00588004017, lot #: 63843263. Report source foreign: this event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05587. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee procedure. Subsequently, patient was revised due to loose bearing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The hinge post extension showed some nicks and gouges and damage to the threads. Functional assembly of the threads with gages identified they would not assemble. The length and diameter of the hinge post extension were measured and found conforming to print specifications. The hinge post also showed some minor damage to the threads. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.